Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited increased threshold measurements and gradually increasing pacing impedance measurements resulting in high out of range pacing impedance measurements greater than 2,000 ohms. Pacing outputs were increased and the physician has been continuing monitoring. No adverse patient effects were reported. This device remains implanted and in service. If pertinent information is provided in the future, a supplemental report will be submitted.